Event description:
Same case as MFR# 2134265-2009-01444. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in the non-tortuous and non-calcified circumflex (cx). The lesion was predilated with a 2.5x12mm maverick balloon at 8atms for 9 seconds. A 2.75x24mm taxus liberte drug eluting stent (des) was then advanced to the mid cx and was deployed at 11atms for 13 seconds. Upon removal of the stent delivery system (sds), the physician felt withdrawal resistance and felt that the balloon was "sticky". The physician inflated the balloon three more times to 12atms for 8 seconds, 3atms for 7 seconds and 16atms for 40 seconds and was then able to remove the stent delivery balloon. The lesion was postdilated with a 3.5x15mm quantum maverick balloon at 12atms for 13 seconds and then to 16atms for 25 seconds. The physician then advanced a 2.50x12mm taxus liberte des to the distal cx without predilating. The 2.50x12mm des was deployed at 13atms for 28 seconds. Upon removal of the sds, the physician felt that the stent delivery balloon was "sticky" and the balloon was inflated again to 16atms for 14 seconds and then to 2atms for 5 seconds, enabling the physician to remove the device. The procedure was completed with no patient complications reported. The patient's current condition is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.